Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issue between the system controller and pump was confirmed via the submitted log files. The submitted controller event and periodic log files collectively contained data from 21sep2025 to 02oct2025 per timestamp. Throughout the log files, intermittent communication a and b faults were captured, indicating a communication issue between the controller and the pump. The faults did not escalate to an alarm status. The pump functioned as intended and there were no other notable events captured in the log files. To date, the controller has not been received for evaluation; however, this file will be reopened if the controller is received at a later date. A root cause for the communication issue was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when interrogating the event log files with the system monitor only a few lines appeared on the screen. Afterwards, when saving the log files to a card, the left ventricular assist device (lvad) log files were not saved (0 files saved). There was only data coming from the system controller and not from the lvad. The patient was completely fine. The controller was exchanged.